Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on may 23, 2016. (B)(4). The complaint sample was not returned for evaluation. A retention sample from product code 164275x lot tp03 was obtained for investigation. The retention sample was visually inspected, during which no anomalies were noted anywhere on the device. The retention sample was then built into a saline circuit and set up on a sarns drive motor. The rpm were set at 900 and ramped up by 300 rpm every ten minutes for one hour for a maximum of 2400 rpm. During each interval, the retention sample was observed for any running sound anomalies. No abnormal sounds were observed from the device during any of the intervals. The whining sound could not be replicated. The issue is likely due to an abnormal interaction between the seal rotor and the stator surface. The event was not able to be recreated; however, the complaint was confirmed based on investigations of previous occurrences of this known issue. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulmonary bypass, during prime, the centrifugal pump was making a whining noise. No patient involvement as this occurred during prime. Product was changed out. Procedure was completed successfully.